Manufacturer narrative:
Medical device lot #: 3085107. Medical device expiration date: unknown. Device manufacture date: 3/26/2013. One full shelf carton was returned in good shape. Five samples were pulled from the shelf carton and leak tested. No failures or issues were observed. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of testing performed on the returned samples was acceptable. A device history record review was completed. Assembly batch 1272853 had 48 visual inspections performed on 2,550 parts with zero defects noted. Seven leak tests were performed on 35 parts with zero failures recorded.no quality notifications were written for this batch, nor for the associated assembly batch.

Event description:
It was reported that a bd precisionglide needle had leakage.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle had leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: 11/6/2018.

Event description:
It was reported that a bd precisionglide needle had leakage.

Event description:
It was reported that a bd precisionglide¿ needle had leakage.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.